Manufacturer narrative:
Service was not dispatched because the customer was able to troubleshoot the leak with help from the field service engineer (fse) over the phone. The customer stated that the blue stripe tubing at the normally closed port of pinch valve pv49 was cut. Pinch valve pv49 provides open path for vacuum and diluent to the backwash pump, pm8, and also provides an open vacuum path from probe wipe to the diff waste chamber, vc7. The customer replaced the tubing through pinch valve pv49 and the instrument ran without any leaks. The customer ran controls and patient samples and verified the leak was repaired. Upon recur; the failure mode identified is likely to generate erroneous results for all parameters due to sample carryover. (B)(4).

Event description:
The customer reported a leak inside the hmx al instrument. The volume of the leak was about 20 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.